Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks and lower abdomen in (B)(6) 2018 and presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: b3, b5, b7, e1, e3, g2, h6. Clarification to b3 - date of event: "later in 2018 I noticed substantial/disproportionate bulging resembling the shape of the applicators." Was reported by the patient. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 12/4/2023.

Event description:
Vaser liposuction was performed on abdomen and flanks area on unknown date.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with paradoxical adipose hyperplasia.